Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy and venotomy closure at the right common femoral artery (rcfa), the left common femoral vein (lcfv), and the right common femoral vein (rcfv) using five prostyle devices after an electrophysiology procedure via a 7f sheath in the rcfa, a 7f sheath in the lcfv, and a 14f sheath in the rcfv. Reportedly, when attempting the first and second prostyle device in the rcfa, the suture was above the skin prior to knot advancement. The knots were attempted to be advanced; however, a knot lock occurred. A third prostyle device was used and another knot lock occurred. A final prostyle device was placed and was successfully used to achieve hemostasis at the rcfa. One prostyle device was used in the lcfv and rcfv each. Knot locks also occurred with both devices. A new prostyle device was successfully placed at each access site and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.